Manufacturer narrative:
The reported problem was confirmed via diagnostic report. The customer's biomedical engineer repaired the device by replacing the battery.

Event description:
The customer reported that the battery does not charge. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery does not charge. The customer reported the unit was not in use on patient.